Event description:
New information received notes that the patient had no complications during the event. Programming changes were made. Patient¿s condition was stable at all times.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the vf was successfully induced during induction test for a recently implanted ICD, large amplitude pacing was observed from the pacemaker and it resulted in intermittent undersensing by the ICD. Pacemaker has been implanted on the opposite side and is still being used for pacing support. An emergency shock was performed which successfully converted the patient. It was recommended to either disable the pacemaker or increase the pacemaker sensitivity to avoid pacing during ventricular arrhythmias. Patient management will be discussed with the physician.